Event description:
On (B)(6) 2012, the pt's mother reported the pt's infusion sets are leaking resulting in the adhesive of the headset becoming wet and falling off. The mother does not know if the infusion set is leaking or if it is an issue with the pt's infusion site. The headset was placed in the pt's abdomen. The pt uses an insertion device to insert the headset. The cannula was not bent upon removal. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.